Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a liquid medicine leakage. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. The devices were visually inspected. There were no anomalies noted upon visual inspection. Functional testing was performed, and a leak was observed between the tubing and female luer. The allegation made by the complainant was confirmed. The probable cause is due to a solvent application error. The device history record was unable to be reviewed as no lot number was provided.